Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported via (B)(6) (189631) that a female patient with unknown age and race underwent unspecified breast surgery with 250 cc mentor smooth round moderate profile on both sides at an unknown date and was presented with fatigue, memory loss (difficulty finding words), muscle pain (back and neck), joint pain (hip, knee, elbow, shoulder), intestinal and digestive problems, anxiety , weight gain, decreased libido, ringing in the ears, heart palpitations, day and night sweats, insomnia , numbness in the arms, cold hands, cold feet , muscular contractions (hip), dizziness, vision disturbances/decline, food intolerance, sensitivity to noise and light , (B)(6), throat irritation, mood instability, suicidal ideations, depression, stabbing sensation in the breast, and torn ligaments in both knees. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.